Event description:
Technician reported a system 1000 hemodialysis device had air bubbles that were observed after the air detector with no alarm. The nurse discontinued treatment at that point. There was no pt injury or medical intervention reported with this incident.